Event description:
The reporter stated that the surgeon attempted to insert the micl13.2 implantable collamer lens and the lens got stuck in the injector. There was no pt contact.

Manufacturer narrative:
(B)(4): eval method (other): work order search. Results (other): a visual inspection of the lens showed a piece of a haptic plate was torn off and missing and there was a dark surgical residue on the surface of the lens. It should be noted that the injection system was not returned for eval. A work was performed and there were no similar complaints found. Conclusion (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, we were unable to determine a specific root cause of the event. (B)(4).